Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. No frozen display was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported the customer had a keypad anomaly. The customer's husband stated their buttons were unresponsive. Customer's blood glucose was 325 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.